Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The input introducer was removed from packaging per IFU, inspected and prepped with no issues noted. It is unknown if the device was properly hydrated. No device was inserted through the lumen of the introducer. It is indicated that the introducer sheath leaked before the valve, due to a hole. There was excessive bleeding. A hematoma formed and was treated with compression. The introducer was replaced. No additional patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.